Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No patient complications were reported.